Event description:
It was reported that when turning on the programmer, the programmer experienced an error and had a blue screen. The service disk was run. The programmer was returned for repair. No patient involvement reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis found that the device powers up with a blue screen error. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board and the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku.